Manufacturer narrative:
Patient information was requested and was not provided. (B)(4).

Event description:
The customer reported the measured tidal volumes vary. The customer reported there was patient involvement with no harm to the patient.